Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints identified an increase in complaint activity for lot 72012be01; however, no trends were identified for the alinity I syphilis tp assay (list number 07p60). A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 72012be01 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot including testing of a seroconversion panel was performed. All controls met specifications, and no false non-reactive results were obtained. Additionally, the seroconversion panel (seracare syphilis pss901; 0615-0017) results were compared to results provided by seracare and the complaint lot detected the same bleeds as reactive. Based on this data, it was shown that the sensitivity performance of the lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. The returned specimen samples (sid 1001tp and 1002tp) were tested with the following results: sid (B)(6): alinity I syphilis tp: 0.60 s/co (non-reactive) mikrogen recomline treponema igm: negative (no reaction) mikrogen recomline treponema igg: negative (tp17; very low intensity) sid 1002tp: alinity I syphilis tp: 1.05 s/co (reactive) mikrogen recomline treponema igm: negative (tp17; very low intensity) mikrogen recomline treponema igg: positive (tp47; very low intensity, tp257 and tp17; low intensity) no discrepant results for sid 1001tp were identified between alinity I syphilis tp and recomline treponema igm/igg, but for sid 1002tp discrepant results were identified between the reactive alinity I syphilis tp and mikrogen recomline treponema igg results and the negative mikrogen recomline treponema igm result. Based on our investigation, no systemic issue or deficiency was identified with the alinity I syphilis tp reagent, lot number 72012be01.

Event description:
The customer observed a false nonreactive alinity I syphilis result for two patients. The following data was provided: patient 1 (reported history of syphilis), alinity I syphilis result was 0.98 s/co (nonreactive); both wantai and colloidal gold tests were positive. Patient 2 alinity I syphilis results were initial 1.01 s/co, repeated 0.99 s/co and the second repeat was nonreactive (no value provided); the wantai result was reactive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p60 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k number k153730.

Event description:
The customer observed a false nonreactive alinity I syphilis result for two patients. The following data was provided: patient 1 (reported history of syphilis), alinity I syphilis result was 0.98 s/co (nonreactive); both wantai and colloidal gold tests were positive. Patient 2 alinity I syphilis results were initial 1.01 s/co, repeated 0.99 s/co and the second repeat was nonreactive (no value provided); the wantai result was reactive. No impact to patient management was reported.